Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when infusing intralipid at an unspecified rate the filter occluded. The filter was changed and reattach to a "tpn tubing" and infused without difficulty.

Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.